Event description:
It was reported that on (B)(6)2020, the patient underwent a removal of existing stryker antegrade femoral nail and replacement with dps frn nail. During the procedure, while the surgeon was inserting a femoral recon nail the tip of the driving cap threaded broke off in the threaded receptacle of the radio lucent insertion handle. A back-up device was used and the procedure was successfully completed with a five (5) minute surgical delay. The patient's status is unknown. Concomitant device reported: radiolucent insertion handle (part#: 03.033.001, lot#: 5ll 1914, quantity: l); unknown femoral recon nail (part#: unknown, lot#: unknown, quantity: (B)(4)) this complaint involves one (I) device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).